Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was both mildly calcified and tortuous and 90% stenosed. The xience sierra stent system was advanced, but failed to cross due to the anatomy. During removal, resistance was noted. There was no report of adverse patient effect. There was no report of clinically significant delay in the procedure. The procedure was completed with a non-abbott stent. No additional information was provided.